Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handpiece did not seal or coagulate. A similar device was used to proceed with the case. There was no patient injury.